Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01235, 1627487-2023-01236. It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable, and stimulation was lost as ipg could no longer communicate with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced. During procedure, both extensions had high impedances and were explanted and replaced as well (related manufacturer reference number 1627487-2023-01235, 1627487-2023-01236. Therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.